Event description:
This initial spontaneous report originating from united states was received from a health care professional via a clinical educator, referring to a female patient of unknown age. This report concerns 1 patient and 1 device. The patient's medical history, drug reactions/allergies and concomitant medications were not reported. On an unknown date, vacuum-induced hemorrhage control system (jada system) (lot number and serial number were not available) was used. On an unknown date, the patient was coughing and the vacuum-induced hemorrhage control system (jada system) was expelled (device expulsion). The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review, the event of device expulsion was determined to be medically significant. Medical device reporting criteria: serious injury FDA code: (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.